Event description:
Reporter alleged obtaining a result of 173 mg/dl on the advantage system compared back to back with a result of 48 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated that he self treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage suspect device system used. (B)(4).